Manufacturer narrative:
Cynosure lutronic field service engineer (fse) arrived on site to perform a device evaluation. During this time there was no evidence of a device malfunction. As a precaution, the energy outputs were tested and verified to be within specified range. The device is working to published specifications. Cynosure lutronic clinical reached out to the site to collect additional information. Cynosure lutronic clinical determined the event to be inconclusive. Review of the treatment parameters used were found to be within the recommended range in the quick start guide (qsg). Site reported that the patient wore "combat" boots that covered the ankle to work post treatment, which may have contributed to the reported side effects. Additionally, review of the supplied images of the reported burns observed evidence of an active tan or use of tanning cream at the time of treatment. Patient was given preventative silvadene was preventative medication. Cynosure lutronic medical director also reviewed the case and states, "it appears to be a full thickness burn with substantial debris." He recommended that the patient clean the area once or twice a day and have a serial debridement to remove the tissue and create a clean wound bed that will facilitate healing. It was also recommended that the patient wear compression stockings as there could be swelling to the area, to keep the leg elevated and minimize weight bearing until epithelization is done. Cynosure lutronic medical director relays that there was no evidence of infection but expects possible scarring and to see a wound care specialist to assist in this care. Due to patient experiencing full thickness burn, this is considered a serious injury and therefore reportable.

Event description:
It was reported that a patient experienced a burn on the right ankle during a tattoo removal treatment using spectra.